Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 8 .5mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient reported discomfort with how the pump was placed and how the pump rubbed on the patient¿s belt line. There were no other therapy issues so the pump po cket was revised today, (B)(6) 2017 to be more comfortable for the patient. No further patient complications were reported